Event description:
It was reported that during the use of the product, blood sample leaked from the upstream connection part. No patient injury was reported.

Manufacturer narrative:
Device evaluation a sample and two images were received to perform an investigation. Based on the images provided, leakage could not be confirmed. A crack was noted on the female luer lock adapter, which could cause leakage or another functional failure of the product. The returned sample was visually inspected at a distance of 12 inches under normal lighting and cracking on female luer lock adapter was again noted. Functional testing was performed using a leakage test on the sample provided. The test confirmed that leakage was caused by cracking of the luer connector detected previously in visual inspection. The supplier was notified of the issue reported. A supplier corrective action request (scar) was initiated.